Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead passed introducer test.

Event description:
It was reported that during the atrial lead implant procedure, after tip extension was inspected outside the patient¿s body, the lead was inserted into the patient. Then, after the tip was extended, high impedance was observed. The tip was retracted once for re-positioning, and after the lead was placed in another location, the tip was extended again. However, high impedance was observed. The atrial lead was removed and replaced with another of the same lead. No patient complications have been reported as a result of this event.